Event description:
It was reported that handpiece overheated. At this time, it is unk if there was patient involvement, but there were no adverse consequences associated with this event. The account could not provide any add'l info on the event.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the rotor was bad. The motor press plug, rotor, and other components were replaced.